Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the first obtuse marginal artery off the circumflex that was not calcified or tortuous. The stent was advanced to the lesion without issue. During stent deployment, the balloon did not inflate past 9 atmospheres, but the stent was deployed and the stent delivery system (sds) removed. Normal stent post-dilatation was performed with a nc trek balloon to complete the procedure. Outside of the patient, the sds was tested and a hole was noted in the balloon. There was no reported adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional test were performed on the returned device. The reported material rupture and inflation problem were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.